Event description:
It was reported that while performing a fluoroscopy exam, the user angulated the fluorographic table causing the tower to collide with the over head tube support. The collision caused the camera to be dislodged from its mount and it fell approx two feet. It was prevented from falling to the floor by its connected cabling. The user halted the exam and moved the pt to another room. There was no reported injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.